Event description:
It was reported, "we had a patient a few weeks ago where we placed the padpro pads for potential intraoperative use during open heart surgery. We did not need the pads and removed them prior to sending to the ICU. Immediately his skin looked fine with no documentation of anything unusual. Within the next 24-48 hours he developed almost small blister like areas in exactly the shape of the pads. The entire area was reddened and dried out with tiny blisters in the shape of the pads. We are wondering what gel is used and whether you might be able to send any info of others who have allergic reactions such as this. I have worked here for over 20 years and have never seen anything like it." Patient was treated with bacitracin ointment. He has since been discharged and rash was better, but not completely healed at the time.

Manufacturer narrative:
The device has been discarded by the end-user facility and is not available for evaluation. When a quality engineering evaluation is completed a supplemental report will be filed. Device discarded by end-user.

Manufacturer narrative:
The padpro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. The padpro mfes utilized in this incident were discarded by the end-user. The original devices or pictures of the devices or skin reaction were not available. The complaint device was not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction or defects), and, confirmation of defect or confirmation of conmed product could not be accomplished. DHR / lhr, device history record / lot history record, review was not completed because the lot number of the device was not available. There could be multiple of possible causes either manufacturing or user related issues for this failure mode. These electrodes are tested and passed for biocompatibility. All padpro mfe's materials are tested for cytotoxicity, sensitization, and skin irritation per iso approved testing. In process inspection & visual checks are done during manufacturing to ensure proper production of the devices. It is unknown how the padpro mfe's were removed from the patient. A rapid removal of the padpro mfe's could cause irritation/damage to the patient's skin surface. The most likely cause of this failure mode is a patient allergic reaction to a component of the device such as electrode adhesive and /or gel. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual device samples utilized in the incident. No root causes can be conclusively confirmed without examination of the actual device. No conclusive manufacturing related causes were determined during investigation; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed. Device discarded by end-user.